Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system twin tower door 3 was clicking and failed. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door 3 was failed. A field service engineer found latch connections was partially connected. Cramped connectors and reseated all connections and test doors. The system functioned as intended after the field service engineer repaired the device.